Event description:
It was reported that after one day of the application all the lights were solidly illuminated, the nurse even attempted to replace batteries but the pump did not work. A back up was not available at the moment of failure. No further information is available.

Manufacturer narrative:
H10: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided. There have been further complaints reported with this failure mode in the past three years. The devices was used for treatment. As the device was not returned a thorough product evaluation could not be carried out. It was reported that all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to identify a root cause or confirm a relationship between the event and the device. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.